Manufacturer narrative:
Section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 08/10/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, which can be attributed to receiving the lens wrapped in gauze and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to the patient experiencing a mechanical failure. Through follow-up, it was learned the mechanical failure was diagnosed as to the cause of the patient's complaint of blurry and fuzzy vision. The patient was unable to process clear vision through the implant. A new incision was required, however, there were no sutures or vitrectomy required. There was no patient injury. Another johnson & johnson lens model zcu450, lower diopter (21.5) was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided.